Event description:
It was reported that stent damage occurred. A 3.00x38mm promus premier¿ stent was taken out of the packaging when it was noted that a strut was damaged. The procedure was completed with a new stent. No patient complications were reported. The stent was not use on the patient.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus premier¿ stent was taken out of the packaging when it was noted that a strut was damaged. The procedure was completed with a new stent. No patient complications were reported. The stent was not use on the patient.